Event description:
The customer reported that the cine images could not be viewed on the 9900 system during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.